Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and was treated with the bolus and declined troubleshooting for it. Customer got sensor updating and change sensor alarms. Customer advised to monitor the pump as system may recover and to call back if further assistance is needed. The sensor will be returned for analysis and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.